Event description:
It was reported that the patient presented in the operation room for a lead replacement procedure. It was noted that the right ventricular lead exhibited lead noise, high capture threshold and low impedance. The patient had complete heart block and was presyncopal. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
The reported events of threshold unacceptable, low lead impedance, over sensing and noise were confirmed. As received, a complete lead was returned in two pieces. Electrical tests found an internal short. Upon examination it as noted that there was an inner insulation abrasion due to the suture sleeve being too tight at 39.0cm to 39.3cm from the distal tip. Further testing found the cause of the internal short was due to abrasion caused by the suture tie being tight too tight which would have led to the reported events.